Manufacturer narrative:
Manufacturer's staff ascertained conflicting info whcih is purported to be recorded on the operative report in the pt's chart. The operative report alleges that the intraspinal portion of the catheter came out of the intrathecal space and became lodged in the subcutaneous tissue. The surgeon attempted to reposition the catheter, but the catheter came apart when he tried to dislodge it from the tissue in which it was embedded. The entire catheter was therefore removed and replaced. Catheter dislodgment is a known risk of this device which may require surgical intervention to restore function, and the disconnection from the pump occurred during operative manipulation of the catheter. There is no report that the pt suffered injury other than the return to pre-implant pain status and the surgical correction of the dislodged catheter. No device analysis available as device was not returned to MFR until 6/18/1997. Follow-up report will be filed when device analysis has been completed. Final results of device analysis revealed hole present in catheter, which was unrelated to the reported event.